Event description:
It was reported that during a laparoscopic chole procedure, the initial firing no clip fired. The second clip was scissored and the third clip ejected from the device. The ejected clip fell into the patient but was retrieved from the patient through the trocar with no affect on the patient. Another device was used to complete. There was no patient consequence. The device has been contaminated with hiv, clips being sent back in a separate container, with the device.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.